Event description:
Pt had silicone gel breast implants removed due to capsular contractures. The left capsule was very calcified. The implant was removed from the capsule and noted to be ruptured and covered with a thick, viscous material, all contained within the capsule. The right capsule was contracted and less calcified than the left. The implant was removed from the capsule and found to be grossly intact with some sticky material on the surface contained within the capsule. Implants were replaced with 240 cc saline implants filled with 250 cc sterile saline. Microscopic description of capsules showed dystrophic calcification and foreign body giant cells.